Event description:
Pt has diagnosis of sick sinus syndrome and is pacemaker dependent. On interrogation of their pacemaker, it was found to have a malfunctioning lead. Pt underwent a pacemaker revision and at that time the impedance of the ventricular lead was found to be excessively low suggestive of lead fracture. A new ventricular lead was placed, the previously placed ventricular lead was cut and 'capped' with a plastic protective device.